Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the angulation at the up direction was stuck and being kept angulated due to a broken wire causing the end to come apart and be immobilized. Additionally, the angle stopper protruded from the track and was stuck. This caused angulating at the up and down sides, and no response at the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, while using the rhino-laryngo videoscope to perform surgery, there was no angulation when turning the control lever. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported up/down angulation not working could not be determined, however, it is likely that the strands of angulation-wire on the up side abnormally slid at the end of the angulation-coil pipe and the torn strands were loosened. The event may be reduced/prevented by following the instructions for use section below: operation manual chapter 5 troubleshooting 5.1 troubleshooting. Olympus will continue to monitor field performance for this device.